Event description:
Pt found seizing for an unknown prolonged duration. Transported to e.d., found to be in respiratory arrest, intubated and on a respirator. Pupils fixed and dilated, corneas dry. Not responding to treatment. Process suspended on space labs cardiac monitor to obtain CT scan. Upon return pt placed back on space labs monitor and process resumed. Physician in to see pt and found pt in asystole, no audible alarm heard, discovered alarm turned off. Pt died from complications of prolonged seizure activity and sickle cell anemia.